Event description:
It was reported that the vns patient passed away on (B)(6) 2014. The generator was explanted on (B)(6) 2014 but has not been returned to date. Follow-up revealed that the patient had seizure reduction with vns and was receiving therapy at the time of death. The cause of death is believed to be due to sudep not related to vns. The patient¿s family witnessed the death which involved a cluster of tonic-clonic seizures resulting in sudep.

Manufacturer narrative:
.